Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ""style 110 textured implants", "baker grade iii contracture", and later a confirmed rupture.

Event description:
Healthcare professional reported "style 110 textured implants", "baker grade iii contractures and possible leaking". Healthcare professional later confirmed the rupture. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed, as unidentified (tear) opening (shell thickness within specification). And missing shell assessed, as inconclusive. Capsular contracture-breast: unable to observe, since it is not related to the device. Anxiety-product/procedure-breast: unable to observe, since it is not related to the device. Visibility/palpability-breast: unable to observe, since it is not related to the device. As per the investigation procedure: creases and particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, "style 110 textured implants". "Baker grade iii, contractures and possible leaking". Healthcare professional, later confirmed, the rupture. This record is for the right side. Device has been explanted.